Event description:
It was reported that occlusion alarms occurred. Reportedly, the customer had been using fiasp insulin within the pump supplies. Tandem technical support informed customer that fiasp insulin is off label per the user guide. Customer loaded a new cartridge to address the issue. Additionally, it was reported that a cartridge alarm occurred during the load process. Customer loaded a new cartridge to resolve the issue. There was no reported adverse impact to the customer's blood glucose level.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem user guide: do not use any other insulin with your system other than u-100 humalog or u-100 novolog.